Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The user reported that the system pressure was faulty. No reported patient involvement.

Event description:
The user reported that the system pressure was faulty. No reported patient involvement. This issue happend during installation of device.